Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported suture separation and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks is due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1 facility name - (B)(6).

Event description:
It was reported that a venotomy closure of the left common femoral vein was attempted using the pre-close technique prior to a cardiac ablation procedure. Reportedly, the suture separated when the plunger was removed. The sutures of two new prostyle devices were successfully pre-placed and the cardiac ablation procedure was completed using the same size sheath. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.